Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort, cloudy dialysis and diarrhea. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment with oral ciprofloxacin (500 mg for 21 days). The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.